Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose after running out of insulin and leaving the pump disconnected for several hours with reverting to alternative therapy, which constitutes an improper or incorrect procedure. Upon reconnection, glucose decreased from a high reading to 368 mg/dl, and the user later proceeded to change infusion supplies without assistance symptoms included hyperglycemia reaching 400 mg/dl and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.